Manufacturer narrative:
The screwdriver was returned for inspection. Dimensions were within specification. Visual and photo inspection indicated the handle is dented and cracked. The knob assembly was not returned. Device history records were reviewed and found to conform to the requirements, at the time of manufacture. As part of this investigation, the lot number was re-reviewed and no deviations or anomalies were found that would contribute to the reported event. The potential field age is approximately 5 months. The device was used for treatment. The exact cause of failure cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during kit inspection, the handle of the screwdriver was noted as broken/cracked.